Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the complaint alleges the low compliance concha column was in use when therapist smelled something burning and checked the heater. While checking the heater, she saw that the lower tubing on the chamber had come apart. Compliant indicated that the issue was with the column, however, the column is only sold and distributed as a part of the hudson conchapak. It is unconfirmed which actual kit the column was a part of, therefore the product number for the standard configuration of 440ml sterile water and low compliance column was represented as the product code. No report of pt injury. Pt condition reported as fine.